Event description:
Jjpi was notified by international affiliate of need for revision knee surgery due to loosening of tibial plateau. Device has been reported to jjpi as having become loose and no longer weight bearing. Revision surgery has not taken place as of the date of this report.

Manufacturer narrative:
H3-jjpi has been informed that the orthopaedic surgeon has no plans for revision for revision surgery at this time. Add'l requested info has not been made available to jjpi. No further investigation is planned until notification is received once revision surgery is scheduled and/or takes place.